Manufacturer narrative:
(B)(4). It was reported that the patient experienced abdominal, shoulder and back pain as well as cramps and eructation. The peritoneal dialysis nurse reported that the homechoice machine was pumping air into the patient. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Connecting during an incomplete prime is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to connect the patient line extension to the patient line prior to priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during initial drain of peritoneal dialysis therapy. During troubleshooting, it was discovered that the hp did not check the patient line prior to connecting. The technical service representative assisted the hp with power cycling the hc, disconnecting aseptically, and removing the cassette. Proper procedures were reviewed with the customer. The hp would start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.